Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. A temporary lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of infection.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. A temporary lead was placed. No additional adverse patient effects were reported.